Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was discovered that the right ventricular lead was oversensing noise, and the lead was believed to be fractured. The lead was capped and replaced as the patient was also starting beta blockers at the same time. The patient was in stable condition. The patient is non-verbal, so it is unknown if the patient was symptomatic.